Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a surgeon indicated that the patient developed a bowel obstruction two days post-operatively after using the suture for peritoneal closure. It was noted that the viscera stuck to suture tail. Additional information has been requested but not yet received.